Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was to be implanted within the common bile duct of a patient on (B)(6), 2010. According to the complainant, the patient's anatomy was not tortuous. During the endoscopic retrograde cholangiopancreatography procedure the elevator on the endoscope was noted to be in the up position. During deployment of the stent, the technician experienced strong resistance. The white exterior tube handle separated from the catheter, and the stent was unable to be deployed. The device was removed from the patient fully constrained, and the procedure was completed with another wallflex biliary rx covered stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.